Manufacturer narrative:
The explanted device was received at mol2 with a monitoring voltage of 2.60v. Analysis determined that the device did meet expected longevity predictions and did not experience premature battery depletion. Eri was declared after 7 consecutive manual capacitor reformations were performed, in which two consecutive charge times exceeded the extended charge time limit of 18.9 seconds. The device reverted back to mol2 four days later, after two consecutive charge times of less than 18.9 seconds occurred. While the device did exhibit higher than expected mid-life cell impedance, this was likely due to the 7 manual capacitor reformations. The device passed all functional testing.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) battery status. The current charge time was 18.7 seconds. Two manual capacitor reformations were done, resulting in charge times of 18.2 seconds. The monitoring voltage was 2.60v, and latitude showed a charge time of 21.5 seconds. A boston scientific technical services consultant discussed the mid-life display of replacement indicators advisory. The device was explanted and returned for analysis.